Manufacturer narrative:
The device was received not deployed. Download data showed that device delivered 37 pulses, 27 of which in first prime, which is too few pulses for priming. The data generated timeouts and a drive stall that the device recovered from over the course of the run. No alarms were observed in the data. The device was reset and the smc measured within spec. A full rerun could not be completed due to several communication errors. The needle mechanism deployed as intended upon manual rotation of the ratchet gear. Fluid path testing found fluid able to flow through the complete fluid path as intended. Inspection of the needle and drive mechanisms found no damages or defects. No damages or defects were observed on the bottom housing or e-seal. The high pulse widths and drive stall are confirmed as the cause of the generated alarm and needle mechanism failure. The exact cause of the high pulse widths and drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.